Manufacturer narrative:
The customer informed physio-control that the issue has been resolved, and the device does not need to be returned for further evaluation. The reported issue was unable to be verified and unable to be duplicated. Root cause is unable to be determined. The device was repaired at the customer's own discretion. H3 other text : device not returned

Event description:
The customer contacted physio to report that their device displayed a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio to report that their device displayed a white display. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient involvement reported with the event.